Event description:
The patient reported that they had a v-go device fall off prior to the 24-hour wear period. It was reported the adhesive failed and disconnected from the back of the patient's arm. It was reported that the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the device fell off event. Device #(B)(6) was received and inspected. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for this device could not be confirmed.